Event description:
It was reported that the balloon ruptured. A xxl esophageal device was selected for a venous iliac stenting procedure. It was reported that the balloon ruptured during the procedure. Since they were finish with the balloon, they simply pulled the balloon out. No patient complications were reported. It was further reported on (B)(6) 2019 that the rupture occurred at the second inflation. The pressure at each inflation was 3 atm and lasted 30 seconds. The lesion type was a compressed iliac vein with scar tissue. No device fragments were left inside of the patient after the rupture.

Event description:
It was reported that the balloon ruptured. A xxl esophageal device was selected for a venous iliac stenting procedure. It was reported that the balloon ruptured during the procedure. Since they were finish with the balloon, they simply pulled the balloon out. No patient complications were reported.